Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 04/30/2025: this occurred in a patient with an ar-12990n. All fragments were retrieved from the patient. A 15-minute delay occurred, and 15 minutes of additional anesthesia were administered with the 15-minute case delay. A suture lasso passer was used to pass the suture through the acl to complete the case. No adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2025, a sales representative reported via (B)(4). That an ar-12990 knee scorpion had the needle split apart inside the scorpion, and a piece of the needle was lodged in the end of the device, making it inoperable. The case was completed successfully, with no pieces breaking off inside the patient. This was discovered during an acl repair procedure on (B)(6)2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-12990n (batch #15197521) was received for evaluation. The needle, identified by serial/batch number (B)(6), was found broken inside the ar-12990 batch 10286646. Evaluation summary: a visual inspection revealed a piece of metal lodged in the slot at the tip of the scorpion instrument, presumably part of the broken needle. Functional testing using a new ar-12990n needle confirmed resistance during insertion through the instrument shaft. The testing indicated that the cannulated shaft of the instrument was obstructed. The reported failure is caused by a user error, specifically applying excessive force to pass the needle through fibrous/calcific tissue and/or ¿dry,¿ repetitive actuations outside the surgical site, as stated in the directions for use (dfu-0392-sub-eo warning for scorpion products). To help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid "dry" repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.